Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. During visual inspection there was no issue detected. During functional evaluation leaking on the bottom side of the bag was detected (near tubing-bag connection). An exact root cause could not be identified and a corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer stated the brand new kangaroo feeding bag, when filled with milk, began leaking from the bottom of bag. There was no harm to the patient.